Manufacturer narrative:
This report is submitted on 15 january 2020.

Event description:
Per the clinic, the patient experienced infection at abutment site (date not reported). Clinical management is ongoing.